Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing with inappropriate mode switch. The atrial lead was capped on (B)(6) 2025 and was replaced with a new lead. The patient was stable throughout the procedure.